Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed gas loss. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue, and upon testing the unit with known good catheter and trainer, the unit would run intermittently, surfacing autofill failures. The stm informed that logs showed fill fail - shuttle purge time-out. The compressor, vacuum, and pressure regulators, as well as helium regulators were within specifications. No helium leaks were identified. Unit passed the all manifolds test. Subsequently, the unit was calibrated, and passed all functional and safety tests, per factory specifications. Iabp was returned to customer, and cleared for clinical use. The full name is: (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed gas loss. There was no harm, or injury to the patient, and no adverse event was reported.